Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During the procedure, the handle cannula broke when attempting to closed an opened basket inside the patient. A video and a photo provided by the customer confirmed the problem. The basket was removed. A sphincterotomy was performed and a balloon was used to removed the stone. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the handle cannula broke when attempting to closed an opened basket inside the patient. A video and a photo provided by the customer confirmed the problem. The basket was removed. A sphincterotomy was performed and a balloon was used to removed the stone. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event handle cannula detachment. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed it was observed that the handle cannula was detached. A photo provided by the customer where it was possible to observe the handle cannula detached and the pouch with the upn/batch. Additionally, the side car rx is push back. The dimensional test verified that the depth of the screws was within the allowed tolerances. The reported event was confirmed. Based on all available information, an excess of force could have been applied when the handle was pulled; perhaps the manipulation or technique used during the preparation could have contributed to this event. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.